Event description:
While using disposable scissors on the patient during gall bladder surgery, the scissors did not cut properly, they were replaced and the second set had the same issue. They were replaced again and the third device worked. The failed devices were both reprocessed disposables per the surgeon on the incident report.